Manufacturer narrative:
(B)(4). Additional case information was received from the reporting surgeon on (B)(6) 2013 and the case was re-assessed. Medical assessment: although the reporting surgeon is referring to a "minor injury" the incident required a surgical intervention, it is classified as serious injury (acc. To reporting regulations). We cannot rule out that the serious adverse event is related to the use of actifuse. Baxter apatech has completed the investigation. Sample evaluation and batch review were not performed as sample and lot number were not available. No trend was identified. Per apatech, no further investigation can be carried out as the product lot number and sample are not available. The case will be kept on file for trending purposes.

Event description:
This is a case report 3 of 3 received by baxter (B)(4) on (B)(4) 2013 from (B)(6). It was reported that on an unconfirmed date, actifuse abx (lot number / product code not supplied) was involved in a migration incident. At the time of the problem it was reported by the customer that the product migrated out of the cages into surrounding tissue. Had to remove it post-op. Customer states minor injury. No additional information available at this time. No sample available, product has been used. Additional information received on (B)(4) 2013: customer stated she is unable to provide the lot numbers/product size used as they are waiting for confirmation on the patient details from the consultants. Customer stated that she believes there was one anterior neck case and 2 posterior spines. She recalled that the consultant stated one of the posterior spine cases had some nerve root irritation. (B)(4).

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is one of three serious adverse event reports from the same hospital ((B)(4)). Actifuse abx has been used for an instrumented interbody fusion and product migrated out of the cages into surrounding tissue causing spinal root irritation (radiculitis). This complication required re-intervention with material removal and nerve root decompression. Migration of the silicate calcium triphosphate granules may occur where actifuse is be subject to tension, torsion, compression, shear or bending. A conventional implant (e.g., cage) can protect the graft from such loading actions. Alternatively migration of actifuse particles may potentially occur when used in volumetrically unconstrained sites (so the graft material cannot move or escape), or due to fast resorbtion of the aqueous carrier. Alternative procedure,-, patient-, and pathology-related causes are to be considered (inflammatory reaction of the root, radiculitis, exostosis/hyperostosis, instrumentation failure/mobility of instrumented segment, etc.). Follow up clarification is still required. Until further clinical follow up information is received we cannot rule out that actifuse abx has caused or contributed to the postoperative nerve root compression (radiculitis, grade 2). Baxter is still following up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
Additional information received on (B)(6) 2013: baxter (B)(4) followed up with the reporting surgeon to obtain additional information for this case and it was discovered that the customer had 4 patients involved. A separate report was submitted for the fourth case (MDR#: 3004450973-2013-00007/baxter ref #: cmplnt-001631199). This patient experienced graft migration in which actifuse was used. The surgeon observed non-fusion at 6 months follow-up. Clinically this resulted in a mild stoop forward in the upper region of the neck. The surgeon did not expand on the minor injury in relation to clinical outcomes. He confirmed that both patients were re-operated on and that when he performed the surgery he found some granules approximately 1cm under the layer of skin above the implantation site. The surgeon did not quantify the amount of granules found and believed the migration to have resulted from movement of the overlying muscles pushing the implanted granules in the caudal direction. The re-operations were performed with an alternative synthetic bone graft substitute. All re-operations were successful at the time of the meeting. He was able to provide evidence in the form of a CT scan that the actifuse abx had migrated caudally from the c1-c2 region; however, was not prepared to provide the CT's as he did not have patient consent to share the data. He also stated that approximately 10-ml of actifuse abx was used on each side of the spine at each level to create a bilateral posterolateral fusion. The product was implanted between or either side (i.e. Not on top of) the rods/screws so that it was not any more superior to the implanted metal work. Actifuse abx was not used on the anterior or inside the intervertebral cage. The product was not mixed with saline/blood/bma/local bone. The reporting surgeon commented that in one case he used 60-ml of actifuse abx but it was not confirmed whether that volume relates to any of the cases raised in this complaint. Dates were not provided but estimated to be between 6-18 months previous to our meeting. The customer stated the patients all used 10-ml actifuse abx and that no sample or lot number is available.